Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the sys98 intra-aortic balloon pump (iabp) had a display that was flickering. It is unknown under which circumstances the event was discovered or if there was any patient involvement.

Event description:
It was reported that, the sys98 intra-aortic balloon pump (iabp) had a display that was flickering. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d4(version or model #, catalog #), d9, e1(site country, event site postal code - 534005), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and found that the display cable connector got loose. Removed the connector and refixed properly. Now the display problem rectified. Now the unit is working satisfactorily. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.